Manufacturer narrative:
Insulin pump received with broken battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the retainer ring had missing pieces and battery compartment was cracked. Customer reported that the reservoir was able to locking in place. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.